Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes") and pain in extremity ("foot pain"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown and the pain in extremity had resolved. The reporter considered hot flush, medical device removal and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event was added- foot pain. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes") and pain in extremity ("foot pain"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown and the pain in extremity had resolved. The reporter considered hot flush, medical device removal and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event was added- foot pain. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown. The reporter considered hot flush and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus and tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"). The patient was treated with surgery (uterus and tubes removed). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown. The reporter considered hot flush and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.